Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of incident. It was reported that the size of the air bubbles was 2 to 4mm and occurred after ten hours. It was also reported that the customer did not store the insulin by room temperature. There was no leaks detected and no fluid in the insulin pump. There was no indication of the air bubbles being removed. The product will not be returned for analysis.